Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer¿s insulin pump had a blank display. Costumer¿s blood glucose value was 274 mg/dl. Customer stated that the insulin was stopped working. Customer stated that the contacts on the battery cap was neither missing nor damaged. Customer stated that the display did not return after insulin pump restart. Customer was advised to discontinue the use of insulin pump and revert the backup plan as per health care professional instruction. The device will return for the analysis.